Manufacturer narrative:
Reliability analysis was not required. It was not possible to perform an insertion test due to the sensor being opened/used; the introducer needle had been separated from the sensor.

Event description:
It was reported that the customer's blood glucose level was 46 mg/dl. The customer treated herself with food. The customer stated that her sensors were not inserting into her body properly with the insertion device. Standard troubleshooting was performed, and the customer was able to properly insert a sensor. The product has been returned. Nothing further was reported.